Manufacturer narrative:
This reporting is being submitted as part of a sys level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon final review of med records by post market clinical physician and completion of the plant's investigation. This file is being reported for the pt death. The post market clinical department is in the process of requesting pt med records and treatment data info regarding the reported expiration during the hospitalization. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis pt's relative stated the pt was admitted to the hosp on (B)(6) 2014 for an abdominal aortic aneurysm. The relative indicated the pt had lost a large amount of blood, and had been completing both peritoneal dialysis (pd) treatments as well as hemodialysis treatments while in the hosp. The relative stated the pt was connected to and dialyzing using a hemodialysis machine and expired while completing treatment. The cause of death was reportedly due to cardiac arrest. It was unk whether the pt was dialyzing using a fresenius hemodialysis machine at the time of expiration. No additional info regarding this safety report was provided. Additional info and med records were requested.